Event description:
It was reported that stent damage occurred. The target leison was located in a coronary arter. A 2.25x28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older device evaluated by MFR.: promus element,mr,ous 2.25x28mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with stent struts lifted and overlapping. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.